Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a cartridge reload loaded on the device. It was also noted during the analysis that every single staple was protruding from the cartridge. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, on the fourth firing the device was placed on tissue, articulated and closed. The surgeon wanted to reposition the stapler on the tissue but could not get the device back open. The surgeon had to tear the tissue from the jaw of the device to remove it from the tissue. The damaged tissue was sutured. A new device was used to complete the procedure. There was no patient impact.